Event description:
Provider states the customer had to stop and the chair kept going and the customer ran into a table. Customer was not injured. Dealer has already replaced the joystick with one from his stock and is calling for warranty.